Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that her husband had and the pump had experienced high blood glucose. The customer¿s blood glucose level was 505 mg/dl at the time of incident and the current blood glucose was 505 mg/dl. The customer was treated with pump. The insulin pump will not be returned for analysis.